Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a patient reported that his humapen memoir device was only showing part of the second digit when dialing the dose. The actual complaint device (batch 0906c02, manufactured june 2009) was returned for investigation. A detailed investigation determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action deficient bond. A corrective action was implemented (B)(4). Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age or origin. The patient was taking insulin lispro (humalog) (dose, indication, frequency and start date not provided). On (B)(6) 2011, it was reported that the patient's humapen memoir digits were not complete. When dialing a dose, the display did not show part of the second digit. The humapen memoir was associated with product complaint (B)(4). The patient was the user of the device. The user's training status was not provided. The duration of use was provided as weeks. Return status of the pen was not provided. Update (B)(6) 2011: additional information was received on (B)(6) 2011 from the product complaint safety database. Lot number 0908c02 was corrected to 0906c02. Updated product tab for humapen memoir and updated the narrative with the change.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age or origin. The patient was taking insulin lispro (humalog) (dose, indication, frequency and start date not provided). On (B)(6) 2011 it was reported that the patient's humapen memoir digits were not complete. When dialing a dose the display did not show part of the second digit. The humapen memoir was associated with product complaint (B)(4). The patient was the user of the device. The user's training status was not provided. The duration of use was provided as weeks. The device was returned on (B)(4) 2011. Update (B)(4) 2011: additional information was received on (B)(4) 2011 from the product complaint safety database. Lot number 0908c02 was corrected to 0906c02. Updated product tab for humapen memoir and updated the narrative with the change. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; added the device returned date.